Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Event description:
The hospital reported loss of ventilation 30 minutes into a case. The unit was replaced and case resumed. There was no patient injury reported.